Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral introducer knob broke off when impacting the femur.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. Quantity involved is only 1. MFR#1818910-2020-12234 is now being retracted and only MFR# 1818910-2020-12233 will be kept for investigation purposes.